Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck in me [foreign body in reproductive tract] tampon string fall out [device breakage] case narrative: consumer reported via email that the tampon string fell out of 5 tampons. No serious injury was reported.